Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It should be noted that the coronary dilatation catheters (cdc), mini trek rx, instructions for use states: balloon pressure should not exceed the rated burst pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified left circumflex (lcx) coronary artery. A 2.00 x 20 mm mini trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with no resistance to the lesion and when inflated to 18 atmospheres the balloon ruptured. The bdc was replaced with a non-abbott bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.